Event description:
The insulation boot of a tls2 14c was cracked and split 1/3 distally. Another tls2 14c was opened and the surgery was completed. No pt info was provided.

Manufacturer narrative:
A tls2 14c was returned, decontaminated and investigated. No cosmetic abnormalities were observed. The hot jaw silicone boot was torn distally confirming the complaint. There were no pieces missing from the tip of the boot. A closer look at the distal tip section found that the heat spreader was bent inwards at the tip area where the boot was torn. Additionally, there were some scratches on the opposite side of the bent portion of the heat spreader. The tear of the boot is in line with the bent section of the heat spreader, indicating that the tip of the device may have encountered another instrument during the surgical procedure. A premature stress tear could have ben introduced at the tip of the boot which worsened after several activations, therefore eventually tearing. This type of tearing is most likely related to the end user usage and not to device performance.